Event description:
It was reported to philips that the system crashed, and was unable to boot back up.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot. Initially, the rse performed a cold restart, but the problem persisted. Upon troubleshooting actions, the rse identified that the software crash was due to incorrect initialization. To resolve the issue, the rse performed a cold restart again. After cold restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome.